Event description:
It was reported that a pta balloon dilatation catheter could not be retracted through the 6f introducer sheath. Both the introducer sheath and the pta balloon dilatation catheter were removed as a single unit from the patient. Another introducer sheath was placed and the procedure was successfully completed using an additional pta balloon dilatation catheter. The device was being used to treat an upper arm av fistula. No patient injury.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number. The sample has been returned for evaluation and the investigation is underway.